Event description:
It was reported that the device presented error code 41171. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter address: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective downstream occlusion (dso) sensor and the pump ehl showed error code 41171. The cause of the customer reported problem was the printed wiring assembly (pwa) was defective. The pump was in good condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and pwa.